Event description:
It was reported via repair work order that the scale was fluctuating due to a malfunctioned load cell and bed was drifting due to malfunction base lift nylon glide nut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.